Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive and did not produce vibration feedback despite proper technique, and the device could be used only when placed on the charger to bypass the lock screen; blood glucose was not affected, and there was no hospitalization. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome not otherwise captured by available standardized terms. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device was confirmed and revealed an electrical problem associated with an unresponsive button, traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.